Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 31. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.